Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam and caused the patient to have sinus infection, breathing issues, lymphoma and cancer. The medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found no evidence of white colored contamination consistent with mineral deposits observed in the blower box, on the blower, and within the iso port. The manufacturer also found evidence of fluid ingress and mineral deposits. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. An internal visual inspection was completed by the manufacturer. The manufacturer found no evidence of contamination. The device's event logs were downloaded and reviewed. The manufacturer found 32 instances of e-200 logged. The manufacturer concludes there was evidence multiple contamination on the device. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d9, d10, g3 and h6 has been updated/corrected in this report.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam and caused the patient to have sinus infection, breathing issues, lymphoma and cancer. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058